Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation and device history record (DHR) review. The DHR for the subject device was reviewed and it was verified the device was manufactured in accordance with documented specifications. The legal manufacturer performed an investigation. A conclusive root cause was not identified. The legal manufacturer determined the likely cause of the "no image" was an accidental failure of a dp board component. Since the reported problem of a "connection issue" could not be duplicated on the device evaluation, the legal manufacturer determined that there was no abnormality identified with the connectors.

Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem of "no image from the scope" was confirmed. A bad/no image was observed when the unit was tested with olympus series 190 scopes and the cause isolate to a faulty dp board. The reported problem of "a connection issue" was not confirmed. The video connector was inspected with no problems noted.

Event description:
A user facility reported to olympus that they were getting a "grey" screen with patient information and no image from the scope appeared. In addition, it was reported that there was a connection issue on the front of the port where the camera is connected. The problem, as reported to olympus, was found on preparation for use. There was no patient injury or harm, associated with the problem, reported to olympus.